Event description:
It was reported that the day after implant the patient experienced sharp chest pain. Also six days later, interrogation showed the right ventricular (rv) lead had a high threshold. A computed tomography (CT) scan was performed and suggested a possible rv lead perforation. It was noted that an echocardiogram was negative for cardiac tamponade and/or pleural effusion. The physician was not certain if the rv lead had truly perforated, however, due to the patient¿s symptoms and change in lead performance it was elected to revise the rv lead. During the revision a transesophageal echo was performed to verify the absence of cardiac tamponade following the lead revision. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The ventricular capture management trend show measured threshold has been high since 2013-(B)(6).